Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), the (gui) to breath delivery (bd) cable, the backlight inverter (pcb), and upgrade passed all testing and operates within the manufacturing specifications. (B)(4).

Event description:
A report rec'd from the USA stated an 840 ventilator experienced an erratic display. There was no report of patient involvement. The date of the event is unknown.